Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the issue. The fse checked for blood withdrawal due to iab catheter leak. There was no no blood drawn into the device. The inspection results based on the inspection record sheet were good. The work has been completed with no abnormalities.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) possibility of blood invasion due to balloon rupture. Iab seems to be from another company . There was no patient harm reported.